Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage/ right coil fragmented throughout pelvic area"), uterine perforation ("left coil protruded through the middle of my fallopian tube and screwed itself into my uterus turning it upside down"), fallopian tube perforation ("perforation of fallopian tubes and uterus /perforation (other)- left fallopian tube, uterus"), device expulsion ("expulsion of essure device/malposition of essure device location of device: pelvic area left adnexa, uterus"), genital haemorrhage ("severe and persistent heavy bleeding with clots"), hiatus hernia ("hiatal hernia"), ovarian cyst ("reproductive system disorder or condition- complex ovarian cysts/pre-cancerous complex ovarian cysts"), systemic lupus erythematosus ("autoimmune disorder lupus") and type 2 diabetes mellitus ("diabetes mellitus type 2/ dm") in a (B)(6) female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test.". The patient's past medical history included gravida ii (live births: 2 ((B)(6) 1997, (B)(6) 1999)), parity 2 (((B)(6) 1997, (B)(6) 1999)) and gastrectomy partial on (B)(6) 2016. Patient had smoking status: never smoker. Previously administered products included for an unreported indication: birth control pill. Concurrent conditions included thromboembolism since (B)(6) 2016, tibia fracture, retroverted uterus and shoulder operation. Concomitant products included bupropion (wellbutrin), lisinopril, lorazepam, obetrol (adderall xr), oxycocet (percocet), oxycodone hydrochloride (oxycontin) and prazosin. In (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced fatigue ("fatigue") and urinary tract infection ("infection (bladder/urinary tract/vaginal)- utls"). In (B)(6) 2010, the patient experienced genital haemorrhage (seriousness criterion medically significant), systemic lupus erythematosus (seriousness criterion medically significant) with rash and pruritus, female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), fibromyalgia ("autoimmune disorder/fibromyalgia"), dysmenorrhoea ("dysmenorrhea (cramping)/ severe and persistent dysmenorrhea"), dyspareunia ("dyspareunia (painful sexual intercourse)"), alopecia ("hair loss"), migraine ("migraines"), nausea ("nausea"), neuralgia ("neurological conditions or problems- chronic pain"), feeling abnormal ("neurological conditions or problems- brain fog,brain shocks"), spinal column stenosis ("neurological conditions or problems- spinal stenosis"), facial paralysis ("neurological conditions or problems-temporary paralysis on left side of face"), dizziness ("neurological conditions or problems-dizziness"), disturbance in attention ("neurological conditions or problems- lack of concentration"), amnesia ("neurological conditions or problems-memory loss"), limb discomfort ("neurological conditions or problems- temporary loss of motor function of limbs"), vision blurred ("vision/eye problems- blurred vision"), intraocular pressure increased ("vision/eye problems-increased intraocular pressure"), dry eye ("vision/eye problems- dry eye syndrome"), back pain ("back pain") and arthralgia ("severe and persistent pain joints"). In 2010, the patient experienced essential hypertension ("blood or heart disorder/condition hypertension/ essential hypertension"). In (B)(6) 2010, the patient experienced weight increased ("weight gain"). In (B)(6) 2011, the patient experienced post-traumatic stress disorder ("psychological or psychiatric problems-ptsd"), attention deficit/hyperactivity disorder ("psychological or psychiatric problems- adhd/deficit hyperactivity disorder)"), depression ("psychological or psychiatric problems- depression") and anxiety ("psychological or psychiatric problems- anxiety disorder/mental health"). In 2011, the patient experienced tooth disorder ("dental problems"). In (B)(6) 2012, the patient experienced device breakage (seriousness criteria medically significant and intervention required) with pelvic pain, uterine perforation (seriousness criteria medically significant and intervention required) with abdominal pain and fallopian tube perforation (seriousness criteria medically significant and intervention required). In 2012, the patient experienced bacterial vaginosis ("infection (bladder/urinary tract/vaginal"), fungal infection ("infection (bladder/urinary tract/vaginal)- yeast"), anogenital warts ("infection (bladder/urinary human papillomavirus") and vaginal discharge ("infection (bladder/urinary vaginal discharge"). In (B)(6) 2013, the patient experienced ovarian cyst (seriousness criterion medically significant). In 2015, the patient experienced type 2 diabetes mellitus (seriousness criterion medically significant). In (B)(6) 2016, the patient experienced gastrooesophageal reflux disease ("gastrointestinal or digestive system condition-gerd/gerd interpreted as gastroesophageal reflux disease)"), abdominal distension ("gastrointestinal or digestive system condition- abdominal bloating"), irritable bowel syndrome ("gastrointestinal or digestive system condition- irritable bowel syndrome") and gastric ulcer ("gastrointestinal or digestive system condition- gastric ulcer"). On (B)(6) 2016, the patient experienced hiatus hernia (seriousness criterion medically significant). In 2017, the patient experienced rheumatoid arthritis ("autoimmune disorder rheumatoid"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (general)/ abnormal vaginal bleeding"), menorrhagia ("abnormal bleeding menorrhagia"), urinary tract disorder ("bladder or urinary problems or changes"), headache ("headaches"), obesity ("morbid obesity"), sciatica ("sciatica"), pain in extremity ("severe leg pain"), pyrexia ("low grade fevers"), subcutaneous abscess ("recurrent skin abscesses") and bladder disorder ("bladder or urinary problems or changes"). The patient was treated with surgery (underwent bilateral salpingectomy and total hysterectomy), surgery (underwent bilateral salpingectomy and total hysterectomy), surgery (underwent bilateral salpingectomy and total hysterectomy), surgery (underwent bilateral salpingectomy and total hysterectomy), surgery (repair hernia hiatal laparoscopic ((B)(6) 2016)) and surgery (bilateral oophorectomy). Essure was removed on (B)(6) 2012. At the time of the report, the device breakage, uterine perforation, fallopian tube perforation, device expulsion, genital haemorrhage, hiatus hernia, ovarian cyst, type 2 diabetes mellitus, vaginal haemorrhage, menorrhagia, female sexual dysfunction, rheumatoid arthritis, urinary tract disorder, essential hypertension, tooth disorder, dysmenorrhoea, dyspareunia, fatigue, gastrooesophageal reflux disease, abdominal distension, irritable bowel syndrome, gastric ulcer, alopecia, bacterial vaginosis, fungal infection, anogenital warts, urinary tract infection, vaginal discharge, migraine, headache, nausea, neuralgia, feeling abnormal, spinal column stenosis, facial paralysis, dizziness, disturbance in attention, limb discomfort, vision blurred, intraocular pressure increased, dry eye, weight increased, obesity, sciatica, back pain, pain in extremity, pyrexia, subcutaneous abscess, arthralgia and bladder disorder was resolving and the systemic lupus erythematosus, fibromyalgia, amnesia, post-traumatic stress disorder, attention deficit/hyperactivity disorder, depression and anxiety had not resolved. The reporter considered abdominal distension, alopecia, amnesia, anogenital warts, anxiety, arthralgia, attention deficit/hyperactivity disorder, back pain, bacterial vaginosis, bladder disorder, depression, device breakage, device expulsion, disturbance in attention, dizziness, dry eye, dysmenorrhoea, dyspareunia, essential hypertension, facial paralysis, fallopian tube perforation, fatigue, feeling abnormal, female sexual dysfunction, fibromyalgia, fungal infection, gastric ulcer, gastrooesophageal reflux disease, genital haemorrhage, headache, hiatus hernia, intraocular pressure increased, irritable bowel syndrome, limb discomfort, menorrhagia, migraine, nausea, neuralgia, obesity, ovarian cyst, pain in extremity, post-traumatic stress disorder, pyrexia, rheumatoid arthritis, sciatica, spinal column stenosis, subcutaneous abscess, systemic lupus erythematosus, tooth disorder, type 2 diabetes mellitus, urinary tract disorder, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage, vision blurred and weight increased to be related to essure. The reporter commented: she had no complications or problems that occurred at the time of essure placement procedure diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6) kg/sqm. Concerning the injuries reported in this case, the following one/ones were reported via medical record: conforming morbid obesity, diabetes mellitus, hiatal hernia, post traumatic disorder, depression, anxiety, fibromyalgia, adhd(attention deficit disorder with hyperactivity), depression, ptsd (post-traumatic stress disorder), essential hypertension, benign fibromyalgia. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the available information, a product quality defect could not be confirmed but is considered plausible. A relationship between the reported medical event and a quality defect cannot be totally excluded. However, the reported medical event is a known possible undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases cannot be evaluated. Most recent follow-up information incorporated above includes: on 2-feb-2018: plaintiff fact sheet and medical records documents received, new reporter, patient demographic information, relevant history, product indication permanent birth control by bilateral occlusion of the fallopian tubes, essure start stop date updated, concomitant product, new events abnormal bleeding (general)/ abnormal vaginal bleeding , menorrhagia, apareunia (inability to have sexual intercourse), fibromyalgia, lupus, diabetes mellitus type 2/ dm, rheumatoid arthritis, bladder or urinary problems or changes, blood or heart disorder/condition hypertension, dental problems, right coil fragmented throughout pelvic area, dysmenorrhea (cramping)/ severe and persistent dysmenorrhea, dyspareunia (painful sexual intercourse), expulsion of essure device/malposition of essure device location of device were added. Event outcome added. Essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage/ right coil fragmented throughout pelvic area"), uterine perforation ("left coil protruded through the middle of my fallopian tube and screwed itself into my uterus turning it upside down"), fallopian tube perforation ("perforation of fallopian tubes and uterus /perforation (other)- left fallopian tube, uterus"), device dislocation ("expulsion of essure device/malposition of essure device location of device: pelvic area left adnexa, uterus"), genital haemorrhage ("severe and persistent heavy bleeding with clots"), hiatus hernia ("hiatal hernia"), ovarian cyst ("reproductive system disorder or condition- complex ovarian cysts/pre-cancerous complex ovarian cysts"), systemic lupus erythematosus ("autoimmune disorder lupus") and type 2 diabetes mellitus ("diabetes mellitus type 2/ dm") in a 33-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test.". The patient's past medical history included gravida ii, parity 2 (((B)(6) 1997, (B)(6) 1999)) and gastrectomy partial on (B)(6) 2016. Patient had smoking status: never smoker. Previously administered products included for an unreported indication: birth control pill. Concurrent conditions included thromboembolism since (B)(6) 2016, tibia fracture, retroverted uterus, shoulder operation and polydipsia. Concomitant products included alprazolam (xanax), bupropion (wellbutrin), lisinopril, lorazepam, lorazepam (ativan), obetrol (adderall xr), oxycocet (percocet), oxycodone hydrochloride (oxycontin), prazosin, sertraline (zoloft) and suboxone. In (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced fatigue ("fatigue") and urinary tract infection ("infection (bladder/urinary tract/vaginal)- utls"). In (B)(6) 2010, the patient experienced genital haemorrhage (seriousness criterion medically significant), systemic lupus erythematosus (seriousness criterion medically significant) with drug eruption and pruritus, female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), fibromyalgia ("autoimmune disorder/fibromyalgia"), dysmenorrhoea ("dysmenorrhea (cramping)/ severe and persistent dysmenorrhea"), dyspareunia ("dyspareunia (painful sexual intercourse)"), alopecia ("hair loss"), migraine ("migraines"), nausea ("nausea"), neuralgia ("neurological conditions or problems- chronic pain"), feeling abnormal ("neurological conditions or problems- brain fog,brain shocks"), spinal column stenosis ("neurological conditions or problems- spinal stenosis"), facial paralysis ("neurological conditions or problems-temporary paralysis on left side of face"), dizziness ("neurological conditions or problems-dizziness"), disturbance in attention ("neurological conditions or problems- lack of concentration"), amnesia ("neurological conditions or problems-memory loss"), motor dysfunction ("neurological conditions or problems- temporary loss of motor function of limbs"), vision blurred ("vision/eye problems- blurred vision"), intraocular pressure increased ("vision/eye problems-increased intraocular pressure"), dry eye ("vision/eye problems- dry eye syndrome"), back pain ("back pain") and arthralgia ("severe and persistent pain joints"). In 2010, the patient experienced essential hypertension ("blood or heart disorder/condition hypertension/ essential hypertension"). In (B)(6) 2010, the patient experienced weight increased ("weight gain"). In (B)(6) 2011, the patient experienced post-traumatic stress disorder ("psychological or psychiatric problems-ptsd"), attention deficit/hyperactivity disorder ("psychological or psychiatric problems- adhd/deficit hyperactivity disorder)"), depression ("psychological or psychiatric problems- depression") and anxiety disorder ("psychological or psychiatric problems- anxiety disorder/mental health"). In 2011, the patient experienced tooth disorder ("dental problems"). In (B)(6) 2012, the patient experienced device breakage (seriousness criteria medically significant and intervention required) with pelvic pain, uterine perforation (seriousness criteria medically significant and intervention required) with abdominal pain and fallopian tube perforation (seriousness criteria medically significant and intervention required). In 2012, the patient experienced bacterial vaginosis ("infection (bladder/urinary tract/vaginnal"), vulvovaginal candidiasis ("infection (bladder/urinary tract/vaginal)- yeast"), anogenital warts ("infection (bladder/urinary human papillomavirus") and vaginal discharge ("infection (bladder/urinary vaginal discharge"). In (B)(6) 2013, the patient experienced ovarian cyst (seriousness criterion medically significant). In 2015, the patient experienced type 2 diabetes mellitus (seriousness criterion medically significant). In (B)(6) 2016, the patient experienced gastrooesophageal reflux disease ("gastrointestinal or digestive system condition-gerd/gerd interpreted as gastroesophageal reflux disease)"), abdominal distension ("gastrointestinal or digestive system condition- abdominal bloating"), irritable bowel syndrome ("gastrointestinal or digestive system condition- irritable bowel syndrome") and gastric ulcer ("gastrointestinal or digestive system condition- gastric ulcer"). On (B)(6) 2016, the patient experienced hiatus hernia (seriousness criterion medically significant). In 2017, the patient experienced rheumatoid arthritis ("autoimmune disorder rheumatoid"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (general)/ abnormal vaginal bleeding"), menorrhagia ("abnormal bleeding menorrhagia"), urinary tract disorder ("bladder or urinary problems or changes"), urinary tract infection fungal ("infection (bladder/urinary tract/vaginal)- yeast"), fungal cystitis ("infection (bladder/urinary tract/vaginal)- yeast"), headache ("headaches"), obesity ("morbid obesity"), sciatica ("sciatica"), pain in extremity ("severe leg pain"), pyrexia ("low grade fevers"), subcutaneous abscess ("recurrent skin abscesses"), bladder disorder ("bladder or urinary problems or changes") and anxiety ("mental health conditions : anxiety"). The patient was treated with surgery (underwent bilateral salpingectomy and total hysterectomy), surgery (underwent bilateral salpingectomy and total hysterectomy), surgery (underwent bilateral salpingectomy and total hysterectomy), surgery (underwent bilateral salpingectomy and total hysterectomy), surgery (repair hernia hiatal laparoscopic ((B)(6) 2016)) and surgery (bilateral oophorectomy). Essure was removed on (B)(6) 2012. At the time of the report, the device breakage, uterine perforation, fallopian tube perforation, device dislocation, genital haemorrhage, hiatus hernia, ovarian cyst, type 2 diabetes mellitus, vaginal haemorrhage, menorrhagia, female sexual dysfunction, rheumatoid arthritis, urinary tract disorder, essential hypertension, tooth disorder, dysmenorrhoea, dyspareunia, fatigue, gastrooesophageal reflux disease, abdominal distension, irritable bowel syndrome, gastric ulcer, alopecia, bacterial vaginosis, vulvovaginal candidiasis, anogenital warts, urinary tract infection, vaginal discharge, migraine, headache, nausea, neuralgia, feeling abnormal, spinal column stenosis, facial paralysis, dizziness, disturbance in attention, motor dysfunction, vision blurred, intraocular pressure increased, dry eye, weight increased, obesity, sciatica, back pain, pain in extremity, pyrexia, subcutaneous abscess, arthralgia and bladder disorder was resolving, the systemic lupus erythematosus, fibromyalgia, amnesia, post-traumatic stress disorder, attention deficit/hyperactivity disorder, depression and anxiety disorder had not resolved and the urinary tract infection fungal, fungal cystitis and anxiety outcome was unknown. The reporter considered abdominal distension, alopecia, amnesia, anogenital warts, anxiety, anxiety disorder, arthralgia, attention deficit/hyperactivity disorder, back pain, bacterial vaginosis, bladder disorder, depression, device breakage, device dislocation, disturbance in attention, dizziness, dry eye, dysmenorrhoea, dyspareunia, essential hypertension, facial paralysis, fallopian tube perforation, fatigue, feeling abnormal, female sexual dysfunction, fibromyalgia, fungal cystitis, gastric ulcer, gastrooesophageal reflux disease, genital haemorrhage, headache, hiatus hernia, intraocular pressure increased, irritable bowel syndrome, menorrhagia, migraine, motor dysfunction, nausea, neuralgia, obesity, ovarian cyst, pain in extremity, post-traumatic stress disorder, pyrexia, rheumatoid arthritis, sciatica, spinal column stenosis, subcutaneous abscess, systemic lupus erythematosus, tooth disorder, type 2 diabetes mellitus, urinary tract disorder, urinary tract infection, urinary tract infection fungal, uterine perforation, vaginal discharge, vaginal haemorrhage, vision blurred, vulvovaginal candidiasis and weight increased to be related to essure. The reporter commented: she had no complications or problems that occurred at the time of essure placement procedure diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.5 kg/sqm. Concerning the injuries reported in this case, the following one/ones were reported via medical record: conforming morbid obesity, diabetes mellitus, hiatal hernia, post traumatic disorder, depression, anxiety, fibromyalgia, adhd(attention deficit disorder with hyperactivity), depression, ptsd (post-traumatic stress disorder), essential hypertension, benign fibromyalgia. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 10-oct-2018: pfs received : new event, anxiety was added. Concomitant and treatment medications were added. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage/ right coil fragmented throughout pelvic area"), uterine perforation ("left coil protruded through the middle of my fallopian tube and screwed itself into my uterus turning it upside down"), fallopian tube perforation ("perforation of fallopian tubes and uterus /perforation (other)- left fallopian tube, uterus"), device dislocation ("expulsion of essure device/malposition of essure device location of device: pelvic area left adnexa, uterus"), device expulsion ("embedded in the myometrium"), genital haemorrhage ("severe and persistent heavy bleeding with clots"), hiatus hernia ("hiatal hernia"), ovarian cyst ("reproductive system disorder or condition- complex ovarian cysts/pre-cancerous complex ovarian cysts"), systemic lupus erythematosus ("autoimmune disorder lupus/ sle"), type 2 diabetes mellitus ("diabetes mellitus type 2/ dm"), rheumatoid arthritis ("autoimmune disorder rheumatoid"), facial paralysis ("neurological conditions or problems-temporary paralysis on left side of face"), subcutaneous abscess ("recurrent skin abscesses") and gastrectomy ("gastric sleeve") in a 33-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test.". The patient's medical history included gravida ii, parity 2 (((B)(6) 1997, (B)(6) 1999)) and gastrectomy partial on (B)(6) 2016. *patient had smoking status: never smoker on (B)(6) 2012, patient had performed relevant and diagnostics tests pelvic ultrasound, transvaginal, w/doppler result was normal size retroverted uterus. Normal thickness endometrium. The myometrium was unremarkable. The ovaries contained follicles but were otherwise unremarkable. A linear, echogenic structure was noted in the left adnexa, between the uterus and left ovary, measuring 1.0 x 0.1 em. That was likely metallic, in view of the amount of reverberation noted, possibly related to prior tubal surgery. On (B)(6) 2012, patient had performed relevant and diagnostics tests exam type: cat - CT lumb spine wiv contrast result was at l4-l5, there is a small central disc protrusion as well as mild bilateral facet arthropathy and mild canal stenosis. No CT evidence of discitis/osteomyelitis or paraspinal infection. If there is strong clinical suspicion, mr could be performed for further evaluation. A linear metallic density is noted in the right pelvis which may represent a migrated portion of an iud. There is also suggestion of an iud within the left pelvis on the localizing scanogram. Previously administered products included for an unreported indication: birth control pill. Concurrent conditions included thromboembolism since (B)(6) 2016, tibia fracture, retroverted uterus, shoulder operation and polydipsia. Concomitant products included alprazolam (xanax), buprenorphine hydrochloride;naloxone hydrochloride (suboxone), bupropion hydrochloride (wellbutrin), lisinopril, lorazepam, lorazepam (ativan), obetrol (adderall xr), oxycodone hydrochloride (oxycontin), oxycodone hydrochloride;paracetamol (percocet), prazosin and sertraline hydrochloride (zoloft). In (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced fatigue ("fatigue"), urinary tract infection ("infection (bladder/urinary tract/vaginal)- utls") and micturition urgency ("urgency"). In (B)(6) 2010, the patient experienced genital haemorrhage (seriousness criterion medically significant), systemic lupus erythematosus (seriousness criterion medically significant) with drug eruption and pruritus, female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), fibromyalgia ("autoimmune disorder/fibromyalgia"), dysmenorrhoea ("dysmenorrhea (cramping)/ severe and persistent dysmenorrhea"), dyspareunia ("dyspareunia (painful sexual intercourse)"), alopecia ("hair loss"), migraine ("migraines"), nausea ("nausea"), neuralgia ("neurological conditions or problems- chronic pain"), feeling abnormal ("neurological conditions or problems- brain fog,brain shocks"), spinal column stenosis ("neurological conditions or problems- spinal stenosis"), facial paralysis (seriousness criterion medically significant), dizziness ("neurological conditions or problems-dizziness"), disturbance in attention ("neurological conditions or problems- lack of concentration"), amnesia ("neurological conditions or problems-memory loss"), motor dysfunction ("neurological conditions or problems- temporary loss of motor function of limbs"), vision blurred ("vision/eye problems- blurred vision"), dry eye ("vision/eye problems- dry eye syndrome"), back pain ("back pain") and arthralgia ("severe and persistent pain joints") and was found to have intraocular pressure increased ("vision/eye problems-increased intraocular pressure"). In 2010, the patient experienced essential hypertension ("blood or heart disorder/condition hypertension/ essential hypertension"). In (B)(6) 2010, the patient was found to have weight increased ("weight gain"). In (B)(6) 2011, the patient experienced post-traumatic stress disorder ("psychological or psychiatric problems-ptsd"), attention deficit/hyperactivity disorder ("psychological or psychiatric problems- adhd/deficit hyperactivity disorder)"), depression ("psychological or psychiatric problems- depression") and anxiety disorder ("psychological or psychiatric problems- anxiety disorder/mental health"). In 2011, the patient experienced tooth disorder ("dental problems"). In 2012, the patient experienced bacterial vaginosis ("infection (bladder/urinary tract/vaginnal"), vulvovaginal candidiasis ("infection (bladder/urinary tract/vaginal)- yeast") and vaginal discharge ("infection (bladder/urinary vaginal discharge") and was found to have anogenital warts ("infection (bladder/urinary human papillomavirus"). In (B)(6) 2012, the patient experienced device breakage (seriousness criteria medically significant and intervention required) with pelvic pain, uterine perforation (seriousness criteria medically significant and intervention required) with abdominal pain and fallopian tube perforation (seriousness criteria medically significant and intervention required). In (B)(6) 2013, the patient experienced ovarian cyst (seriousness criterion medically significant). In 2015, the patient experienced type 2 diabetes mellitus (seriousness criterion medically significant). In (B)(6) 2016, the patient experienced gastrooesophageal reflux disease ("gastrointestinal or digestive system condition-gerd/gerd interpreted as gastroesophageal reflux disease)"), abdominal distension ("gastrointestinal or digestive system condition- abdominal bloating"), irritable bowel syndrome ("gastrointestinal or digestive system condition- irritable bowel syndrome") and gastric ulcer ("gastrointestinal or digestive system condition- gastric ulcer"). On (B)(6) 2016, the patient experienced hiatus hernia (seriousness criterion medically significant). In 2017, the patient experienced rheumatoid arthritis (seriousness criterion medically significant). On (B)(6) 2018, the patient underwent gastrectomy (seriousness criterion medically significant). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (general)/ abnormal vaginal bleeding"), menorrhagia ("abnormal bleeding menorrhagia"), urinary tract disorder ("bladder or urinary problems or changes"), urinary tract infection fungal ("infection (bladder/urinary tract/vaginal)- yeast"), fungal cystitis ("infection (bladder/urinary tract/vaginal)- yeast"), headache ("headaches"), obesity ("morbid obesity"), sciatica ("sciatica"), pain in extremity ("severe leg pain"), pyrexia ("low grade fevers"), subcutaneous abscess (seriousness criterion medically significant), bladder disorder ("bladder or urinary problems or changes"), anxiety ("mental health conditions : anxiety"), sensitisation ("sensitive to products previously used without reaction"), rash ("rashes"), cystitis ("bladder infection"), pollakiuria ("frequency "), papilloma viral infection ("hpv"), cerebral disorder ("brain shock"), paraesthesia ("tingling in both hands and feet/ pain") and facial pain ("facial pain"). The patient was treated with pain medication and surgery (bilateral oophorectomy, repair hernia hiatal laparoscopic ((B)(6) 2016) and underwent bilateral salpingectomy and total hysterectomy). Essure was removed on (B)(6) 2012. At the time of the report, the device breakage, uterine perforation, fallopian tube perforation, device dislocation, genital haemorrhage, hiatus hernia, ovarian cyst, type 2 diabetes mellitus, vaginal haemorrhage, menorrhagia, female sexual dysfunction, rheumatoid arthritis, urinary tract disorder, essential hypertension, tooth disorder, dysmenorrhoea, dyspareunia, fatigue, gastrooesophageal reflux disease, abdominal distension, irritable bowel syndrome, gastric ulcer, alopecia, bacterial vaginosis, vulvovaginal candidiasis, anogenital warts, urinary tract infection, vaginal discharge, migraine, headache, nausea, neuralgia, feeling abnormal, spinal column stenosis, facial paralysis, dizziness, disturbance in attention, motor dysfunction, vision blurred, intraocular pressure increased, dry eye, weight increased, obesity, sciatica, back pain, pain in extremity, pyrexia, subcutaneous abscess, arthralgia, bladder disorder, sensitisation, rash, cystitis, pollakiuria, papilloma viral infection, cerebral disorder, gastrectomy, paraesthesia and facial pain was resolving, the device expulsion, urinary tract infection fungal, fungal cystitis, anxiety and micturition urgency outcome was unknown and the systemic lupus erythematosus, fibromyalgia, amnesia, post-traumatic stress disorder, attention deficit/hyperactivity disorder, depression and anxiety disorder had not resolved. The reporter considered abdominal distension, alopecia, amnesia, anogenital warts, anxiety, anxiety disorder, arthralgia, attention deficit/hyperactivity disorder, back pain, bacterial vaginosis, bladder disorder, cerebral disorder, cystitis, depression, device breakage, device dislocation, device expulsion, disturbance in attention, dizziness, dry eye, dysmenorrhoea, dyspareunia, essential hypertension, facial pain, facial paralysis, fallopian tube perforation, fatigue, feeling abnormal, female sexual dysfunction, fibromyalgia, fungal cystitis, gastrectomy, gastric ulcer, gastrooesophageal reflux disease, genital haemorrhage, headache, hiatus hernia, intraocular pressure increased, irritable bowel syndrome, menorrhagia, micturition urgency, migraine, motor dysfunction, nausea, neuralgia, obesity, ovarian cyst, pain in extremity, papilloma viral infection, paraesthesia, pollakiuria, post-traumatic stress disorder, pyrexia, rash, rheumatoid arthritis, sciatica, sensitisation, spinal column stenosis, subcutaneous abscess, systemic lupus erythematosus, tooth disorder, type 2 diabetes mellitus, urinary tract disorder, urinary tract infection, urinary tract infection fungal, uterine perforation, vaginal discharge, vaginal haemorrhage, vision blurred, vulvovaginal candidiasis and weight increased to be related to essure. The reporter commented: she had no complications or problems that occurred at the time of essure placement procedure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.5 kg/sqm. Concerning the injuries reported in this case, the following one/ones were reported via medical record: conforming morbid obesity, diabetes mellitus, hiatal hernia, post traumatic disorder, depression, anxiety, fibromyalgia, adhd(attention deficit disorder with hyperactivity), depression, ptsd (post-traumatic stress disorder), essential hypertension, benign fibromyalgia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received : events sensitive to products previously used without reaction, rashes, bladder infection, frequency urgency papilloma viral infection, brain shock, gastric sleeve, tingling in both hands and feet/ pain, facial pain and embedded in the myometrium were added. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage/ right coil fragmented throughout pelvic area'), uterine perforation ('left coil protruded through the middle of my fallopian tube and screwed itself into my uterus turning it upside down'), fallopian tube perforation ('perforation of fallopian tubes and uterus /perforation (other)- left fallopian tube, uterus'), device dislocation ('expulsion of essure device/malposition of essure device location of device: pelvic area left adnexa, uterus'), device expulsion ('embedded in the myometrium'), genital haemorrhage ('severe and persistent heavy bleeding with clots'), hiatus hernia ('hiatal hernia'), ovarian cyst ('reproductive system disorder or condition- complex ovarian cysts/pre-cancerous complex ovarian cysts'), systemic lupus erythematosus ('autoimmune disorder lupus/ sle'), type 2 diabetes mellitus ('diabetes mellitus type 2/ dm'), rheumatoid arthritis ('autoimmune disorder rheumatoid'), facial paralysis ('neurological conditions or problems-temporary paralysis on left side of face'), subcutaneous abscess ('recurrent skin abscesses'), gastrectomy ('gastric sleeve'), macular degeneration ('early stages of macular degeneration') and multiple sclerosis ('I was diagonosed lupus to ms') in a 33-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test.". The patient's medical history included gastrectomy partial on (B)(6) 2016, gravida ii and parity 2 (((B)(6) 1997, (B)(6) 1999)). *patient had smoking status: never smoker on (B)(6) 2012, patient had performed relevant and diagnostics tests pelvic ultrasound, transvaginal, w/doppler result was normal size retroverted uterus. Normal thickness endometrium. The myometrium was unremarkable. The ovaries contained follicles but were otherwise unremarkable. A linear, echogenic structure was noted in the left adnexa, between the uterus and left ovary, measuring 1.0 x 0.1 em. That was likely metallic, in view of the amount of reverberation noted, possibly related to prior tubal surgery. On (B)(6) 2012, patient had performed relevant and diagnostics tests exam type: cat - CT lumb spine wiv contrast result was at l4-l5, there is a small central disc protrusion as well as mild bilateral facet arthropathy and mild canal stenosis. No CT evidence of discitis/osteomyelitis or paraspinal infection. If there is strong clinical suspicion, mr could be performed for further evaluation. A linear metallic density is noted in the right pelvis which may represent a migrated portion of an iud. There is also suggestion of an iud within the left pelvis on the localizing scanogram. Previously administered products included for an unreported indication: birth control pill. Concurrent conditions included thromboembolism since (B)(6) 2016, tibia fracture, retroverted uterus, shoulder operation and polydipsia. Concomitant products included alprazolam (xanax), amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall), buprenorphine hydrochloride;naloxone hydrochloride (suboxone), bupropion hydrochloride (wellbutrin), lisinopril, lorazepam, lorazepam (ativan), oxycodone hydrochloride (oxycontin), oxycodone hydrochloride;paracetamol (percocet), prazosin and sertraline hydrochloride (zoloft). In (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced fatigue ("fatigue"), urinary tract infection ("infection (bladder/urinary tract/vaginal)- utls") and micturition urgency ("urgency"). In (B)(6) 2010, the patient experienced genital haemorrhage (seriousness criterion medically significant), systemic lupus erythematosus (seriousness criterion medically significant) with drug eruption and pruritus, female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), fibromyalgia ("autoimmune disorder/fibromyalgia"), dysmenorrhoea ("dysmenorrhea (cramping)/ severe and persistent dysmenorrhea"), dyspareunia ("dyspareunia (painful sexual intercourse)"), alopecia ("hair loss"), migraine ("migraines"), nausea ("nausea"), neuralgia ("neurological conditions or problems- chronic pain"), feeling abnormal ("neurological conditions or problems- brain fog,brain shocks"), spinal stenosis ("neurological conditions or problems- spinal stenosis"), facial paralysis (seriousness criterion medically significant), dizziness ("neurological conditions or problems-dizziness"), disturbance in attention ("neurological conditions or problems- lack of concentration"), amnesia ("neurological conditions or problems-memory loss"), motor dysfunction ("neurological conditions or problems- temporary loss of motor function of limbs"), vision blurred ("vision/eye problems- blurred vision"), dry eye ("vision/eye problems- dry eye syndrome"), back pain ("back pain") and arthralgia ("severe and persistent pain joints") and was found to have intraocular pressure increased ("vision/eye problems-increased intraocular pressure"). In 2010, the patient experienced essential hypertension ("blood or heart disorder/condition hypertension/ essential hypertension"). In (B)(6) 2010, the patient was found to have weight increased ("weight gain"). In (B)(6) 2011, the patient experienced post-traumatic stress disorder ("psychological or psychiatric problems-ptsd"), attention deficit/hyperactivity disorder ("psychological or psychiatric problems- adhd/deficit hyperactivity disorder)"), depression ("psychological or psychiatric problems- depression") and anxiety disorder ("psychological or psychiatric problems- anxiety disorder/mental health"). In 2011, the patient experienced tooth disorder ("dental problems"). In 2012, the patient experienced bacterial vaginosis ("infection (bladder/urinary tract/vaginal"), vulvovaginal candidiasis ("infection (bladder/urinary tract/vaginal)- yeast") and vaginal discharge ("infection (bladder/urinary vaginal discharge") and was found to have anogenital warts ("infection (bladder/urinary human papillomavirus"). In (B)(6) 2012, the patient experienced device breakage (seriousness criteria medically significant and intervention required) with pelvic pain, uterine perforation (seriousness criteria medically significant and intervention required) with abdominal pain and fallopian tube perforation (seriousness criteria medically significant and intervention required). In (B)(6) 2013, the patient experienced ovarian cyst (seriousness criterion medically significant). In 2015, the patient experienced type 2 diabetes mellitus (seriousness criterion medically significant). In (B)(6) 2016, the patient experienced gastrooesophageal reflux disease ("gastrointestinal or digestive system condition-gerd/gerd interpreted as gastroesophageal reflux disease)"), abdominal distension ("gastrointestinal or digestive system condition- abdominal bloating"), irritable bowel syndrome ("gastrointestinal or digestive system condition- irritable bowel syndrome") and gastric ulcer ("gastrointestinal or digestive system condition- gastric ulcer"). On (B)(6) 2016, the patient experienced hiatus hernia (seriousness criterion medically significant). In 2017, the patient experienced rheumatoid arthritis (seriousness criterion medically significant). On (B)(6) 2018, the patient underwent gastrectomy (seriousness criterion medically significant). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (general)/ abnormal vaginal bleeding"), menorrhagia ("abnormal bleeding menorrhagia"), urinary tract disorder ("bladder or urinary problems or changes"), urinary tract infection fungal ("infection (bladder/urinary tract/vaginal)- yeast"), fungal cystitis ("infection (bladder/urinary tract/vaginal)- yeast"), headache ("headaches"), obesity ("morbid obesity"), sciatica ("sciatica"), pain in extremity ("severe leg pain"), pyrexia ("low grade fevers"), subcutaneous abscess (seriousness criterion medically significant), bladder disorder ("bladder or urinary problems or changes"), anxiety ("mental health conditions : anxiety"), sensitisation ("sensitive to products previously used without reaction"), rash ("rashes"), cystitis ("bladder infection"), pollakiuria ("frequency "), papilloma viral infection ("hpv"), cerebral disorder ("brain shock"), paraesthesia ("tingling in both hands and feet/ pain"), facial pain ("facial pain"), asthenia ("no energy"), bedridden ("at time bed ridden"), ocular discomfort ("abnormally high pressure behind my eyes"), macular degeneration (seriousness criterion medically significant), memory impairment ("my memory got really bad, I was forgetting every day words"), vitamin d deficiency ("vitamin d deficiency"), intervertebral disc protrusion ("bulging l4 & l5 disc"), gingival bleeding ("my gum started frequent bleed") and multiple sclerosis (seriousness criterion medically significant) and was found to have white blood cell count increased ("high white blood count") and blood iron decreased ("low iron"). The patient was treated with pain medication and surgery (bilateral oophorectomy, repair hernia hiatal laparoscopic ((B)(6) 2016) and underwent bilateral salpingectomy and total hysterectomy). Essure was removed on (B)(6) 2012. At the time of the report, the device breakage, uterine perforation, fallopian tube perforation, device dislocation, genital haemorrhage, hiatus hernia, ovarian cyst, type 2 diabetes mellitus, vaginal haemorrhage, menorrhagia, female sexual dysfunction, rheumatoid arthritis, urinary tract disorder, essential hypertension, tooth disorder, dysmenorrhoea, dyspareunia, fatigue, gastrooesophageal reflux disease, abdominal distension, irritable bowel syndrome, gastric ulcer, alopecia, bacterial vaginosis, vulvovaginal candidiasis, anogenital warts, urinary tract infection, vaginal discharge, migraine, headache, nausea, neuralgia, feeling abnormal, spinal stenosis, facial paralysis, dizziness, disturbance in attention, motor dysfunction, vision blurred, intraocular pressure increased, dry eye, weight increased, obesity, sciatica, back pain, pain in extremity, pyrexia, subcutaneous abscess, arthralgia, bladder disorder, sensitisation, rash, cystitis, pollakiuria, papilloma viral infection, cerebral disorder, gastrectomy, paraesthesia and facial pain was resolving, the device expulsion, urinary tract infection fungal, fungal cystitis, anxiety, micturition urgency, asthenia, bedridden, ocular discomfort, macular degeneration, memory impairment, vitamin d deficiency, white blood cell count increased, blood iron decreased, intervertebral disc protrusion, gingival bleeding and multiple sclerosis outcome was unknown and the systemic lupus erythematosus, fibromyalgia, amnesia, post-traumatic stress disorder, attention deficit/hyperactivity disorder, depression and anxiety disorder had not resolved. The reporter considered abdominal distension, alopecia, amnesia, anogenital warts, anxiety, anxiety disorder, arthralgia, asthenia, attention deficit/hyperactivity disorder, back pain, bacterial vaginosis, bedridden, bladder disorder, blood iron decreased, cerebral disorder, cystitis, depression, device breakage, device dislocation, device expulsion, disturbance in attention, dizziness, dry eye, dysmenorrhoea, dyspareunia, essential hypertension, facial pain, facial paralysis, fallopian tube perforation, fatigue, feeling abnormal, female sexual dysfunction, fibromyalgia, fungal cystitis, gastrectomy, gastric ulcer, gastrooesophageal reflux disease, genital haemorrhage, gingival bleeding, headache, hiatus hernia, intervertebral disc protrusion, intraocular pressure increased, irritable bowel syndrome, macular degeneration, memory impairment, menorrhagia, micturition urgency, migraine, motor dysfunction, multiple sclerosis, nausea, neuralgia, obesity, ocular discomfort, ovarian cyst, pain in extremity, papilloma viral infection, paraesthesia, pollakiuria, post-traumatic stress disorder, pyrexia, rash, rheumatoid arthritis, sciatica, sensitisation, spinal stenosis, subcutaneous abscess, systemic lupus erythematosus, tooth disorder, type 2 diabetes mellitus, urinary tract disorder, urinary tract infection, urinary tract infection fungal, uterine perforation, vaginal discharge, vaginal haemorrhage, vision blurred, vitamin d deficiency, vulvovaginal candidiasis, weight increased and white blood cell count increased to be related to essure. The reporter commented: she had no complications or problems that occurred at the time of essure placement procedure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.5 kg/sqm. Concerning the injuries reported in this case, the following one/ones were reported via medical record: conforming morbid obesity, diabetes mellitus, hiatal hernia, post traumatic disorder, depression, anxiety, fibromyalgia, adhd(attention deficit disorder with hyperactivity), depression, ptsd (post-traumatic stress disorder), essential hypertension, benign fibromyalgia. Concerning the injuries reported in this case, the following ones were described in social media: asthenia, bedridden, ocular discomfort, macular degeneration, memory impairment, vitamin d deficiency, white blood cell count increased, blood iron decreased, intervertebral disc protrusion, gingival bleeding, multiple sclerosis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-dec-2019: social media received: asthenia, bedridden, ocular discomfort, macular degeneration, memory impairment, vitamin d deficiency, white blood cell count increased, blood iron decreased, intervertebral disc protrusion, gingival bleeding, multiple sclerosis were added. Reporter was added. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage/ right coil fragmented throughout pelvic area"), uterine perforation ("left coil protruded through the middle of my fallopian tube and screwed itself into my uterus turning it upside down"), fallopian tube perforation ("perforation of fallopian tubes and uterus /perforation (other)- left fallopian tube, uterus"), device expulsion ("expulsion of essure device/malposition of essure device location of device: pelvic area left adnexa, uterus"), genital haemorrhage ("severe and persistent heavy bleeding with clots"), hiatus hernia ("hiatal hernia"), ovarian cyst ("reproductive system disorder or condition- complex ovarian cysts/pre-cancerous complex ovarian cysts"), systemic lupus erythematosus ("autoimmune disorder lupus") and type 2 diabetes mellitus ("diabetes mellitus type 2/ dm") in a (B)(6) year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test.". The patient's past medical history included gravida ii (live births: 2 ((B)(6) 1997, (B)(6) 1999)), parity 2 (((B)(6) 1997, (B)(6) 1999)) and gastrectomy partial on (B)(6) 2016. Patient had smoking status: never smoker. Previously administered products included for an unreported indication: birth control pill. Concurrent conditions included thromboembolism since (B)(6) 2016, tibia fracture, retroverted uterus and shoulder operation. Concomitant products included bupropion (wellbutrin), lisinopril, lorazepam, obetrol (adderall xr), oxycocet (percocet), oxycodone hydrochloride (oxycontin) and prazosin. In (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced fatigue ("fatigue") and urinary tract infection ("infection (bladder/urinary tract/vaginal)- utls"). In (B)(6) 2010, the patient experienced genital haemorrhage (seriousness criterion medically significant), systemic lupus erythematosus (seriousness criterion medically significant) with drug eruption and pruritus, female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), fibromyalgia ("autoimmune disorder/fibromyalgia"), dysmenorrhoea ("dysmenorrhea (cramping)/ severe and persistent dysmenorrhea"), dyspareunia ("dyspareunia (painful sexual intercourse)"), alopecia ("hair loss"), migraine ("migraines"), nausea ("nausea"), neuralgia ("neurological conditions or problems- chronic pain"), feeling abnormal ("neurological conditions or problems- brain fog,brain shocks"), spinal column stenosis ("neurological conditions or problems- spinal stenosis"), facial paralysis ("neurological conditions or problems-temporary paralysis on left side of face"), dizziness ("neurological conditions or problems-dizziness"), disturbance in attention ("neurological conditions or problems- lack of concentration"), amnesia ("neurological conditions or problems-memory loss"), motor dysfunction ("neurological conditions or problems- temporary loss of motor function of limbs"), vision blurred ("vision/eye problems- blurred vision"), intraocular pressure increased ("vision/eye problems-increased intraocular pressure"), dry eye ("vision/eye problems- dry eye syndrome"), back pain ("back pain") and arthralgia ("severe and persistent pain joints"). In 2010, the patient experienced essential hypertension ("blood or heart disorder/condition hypertension/ essential hypertension"). In (B)(6) 2010, the patient experienced weight increased ("weight gain"). In (B)(6) 2011, the patient experienced post-traumatic stress disorder ("psychological or psychiatric problems-ptsd"), attention deficit/hyperactivity disorder ("psychological or psychiatric problems- adhd/deficit hyperactivity disorder)"), depression ("psychological or psychiatric problems- depression") and anxiety ("psychological or psychiatric problems- anxiety disorder/mental health"). In 2011, the patient experienced tooth disorder ("dental problems"). In (B)(6) 2012, the patient experienced device breakage (seriousness criteria medically significant and intervention required) with pelvic pain, uterine perforation (seriousness criteria medically significant and intervention required) with abdominal pain and fallopian tube perforation (seriousness criteria medically significant and intervention required). In 2012, the patient experienced bacterial vaginosis ("infection (bladder/urinary tract/vaginnal"), vulvovaginal candidiasis ("infection (bladder/urinary tract/vaginal)- yeast"), anogenital warts ("infection (bladder/urinary human papillomavirus") and vaginal discharge ("infection (bladder/urinary vaginal discharge"). In (B)(6) 2013, the patient experienced ovarian cyst (seriousness criterion medically significant). In 2015, the patient experienced type 2 diabetes mellitus (seriousness criterion medically significant). In (B)(6) 2016, the patient experienced gastrooesophageal reflux disease ("gastrointestinal or digestive system condition-gerd/gerd interpreted as gastroesophageal reflux disease)"), abdominal distension ("gastrointestinal or digestive system condition- abdominal bloating"), irritable bowel syndrome ("gastrointestinal or digestive system condition- irritable bowel syndrome") and gastric ulcer ("gastrointestinal or digestive system condition- gastric ulcer"). On (B)(6) 2016, the patient experienced hiatus hernia (seriousness criterion medically significant). In 2017, the patient experienced rheumatoid arthritis ("autoimmune disorder rheumatoid"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (general)/ abnormal vaginal bleeding"), menorrhagia ("abnormal bleeding menorrhagia"), urinary tract disorder ("bladder or urinary problems or changes"), urinary tract infection fungal ("infection (bladder/urinary tract/vaginal)- yeast"), cystitis ("infection (bladder/urinary tract/vaginal)- yeast"), headache ("headaches"), obesity ("morbid obesity"), sciatica ("sciatica"), pain in extremity ("severe leg pain"), pyrexia ("low grade fevers"), subcutaneous abscess ("recurrent skin abscesses") and bladder disorder ("bladder or urinary problems or changes"). The patient was treated with surgery (underwent bilateral salpingectomy and total hysterectomy), surgery (underwent bilateral salpingectomy and total hysterectomy), surgery (underwent bilateral salpingectomy and total hysterectomy), surgery (underwent bilateral salpingectomy and total hysterectomy), surgery (repair hernia hiatal laparoscopic ((B)(6) 2016)) and surgery (bilateral oophorectomy). Essure was removed on (B)(6) 2012. At the time of the report, the device breakage, uterine perforation, fallopian tube perforation, device expulsion, genital haemorrhage, hiatus hernia, ovarian cyst, type 2 diabetes mellitus, vaginal haemorrhage, menorrhagia, female sexual dysfunction, rheumatoid arthritis, urinary tract disorder, essential hypertension, tooth disorder, dysmenorrhoea, dyspareunia, fatigue, gastrooesophageal reflux disease, abdominal distension, irritable bowel syndrome, gastric ulcer, alopecia, bacterial vaginosis, vulvovaginal candidiasis, anogenital warts, urinary tract infection, vaginal discharge, migraine, headache, nausea, neuralgia, feeling abnormal, spinal column stenosis, facial paralysis, dizziness, disturbance in attention, motor dysfunction, vision blurred, intraocular pressure increased, dry eye, weight increased, obesity, sciatica, back pain, pain in extremity, pyrexia, subcutaneous abscess, arthralgia and bladder disorder was resolving, the systemic lupus erythematosus, fibromyalgia, amnesia, post-traumatic stress disorder, attention deficit/hyperactivity disorder, depression and anxiety had not resolved and the urinary tract infection fungal and cystitis outcome was unknown. The reporter considered abdominal distension, alopecia, amnesia, anogenital warts, anxiety, arthralgia, attention deficit/hyperactivity disorder, back pain, bacterial vaginosis, bladder disorder, cystitis, depression, device breakage, device expulsion, disturbance in attention, dizziness, dry eye, dysmenorrhoea, dyspareunia, essential hypertension, facial paralysis, fallopian tube perforation, fatigue, feeling abnormal, female sexual dysfunction, fibromyalgia, gastric ulcer, gastrooesophageal reflux disease, genital haemorrhage, headache, hiatus hernia, intraocular pressure increased, irritable bowel syndrome, menorrhagia, migraine, motor dysfunction, nausea, neuralgia, obesity, ovarian cyst, pain in extremity, post-traumatic stress disorder, pyrexia, rheumatoid arthritis, sciatica, spinal column stenosis, subcutaneous abscess, systemic lupus erythematosus, tooth disorder, type 2 diabetes mellitus, urinary tract disorder, urinary tract infection, urinary tract infection fungal, uterine perforation, vaginal discharge, vaginal haemorrhage, vision blurred, vulvovaginal candidiasis and weight increased to be related to essure. The reporter commented: she had no complications or problems that occurred at the time of essure placement procedure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.5 kg/sqm. Concerning the injuries reported in this case, the following one/ones were reported via medical record: conforming morbid obesity, diabetes mellitus, hiatal hernia, post traumatic disorder, depression, anxiety, fibromyalgia, adhd(attention deficit disorder with hyperactivity), depression, ptsd (post-traumatic stress disorder), essential hypertension, benign fibromyalgia. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the available information, a product quality defect could not be confirmed but is considered plausible. A relationship between the reported medical event and a quality defect cannot be totally excluded. However, the reported medical event is a known possible undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases cannot be evaluated. Most recent follow-up information incorporated above includes: on 23-feb-2018: correction was done on 23-feb-2018 following company internal coding review, the event infection (bladder/urinary tract/vaginal)- yeast was split to meddra llt candida vaginal, bladder infection and urinary tract yeast infection. The event neurological conditions or problems- temporary loss of motor function of limbs was coded to meddra llt motor dysfunction. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.